Event description:
Surgeon completed 19 channels on the patient and then continued to conduct a CABG. Later in the case the surgeon decided to add more channels and it was discovered that the handpiece was not functional and the cable had sepaerated at the coupler. The staff had to open another handpiece to complete the procedure. There was no delay in te surgery and the patient had no impact.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
The surgeon completed 19 channels on the patient of tmr and then continued to conduct a CABG. Later in the case the surgeon decided to add more channels and it was discovered that the handpiece was not functional and the cable had separated at the coupler. The staff opened another handpiece to complete the procedure. There was no delay in the surgery and the patient had no impact. The handpiece was returned to cryolife on 11/12/2014. The handpiece was visually inspected. The handpiece was returned to cryolife in two pieces with the disconnection being on the monofilament side of the coupler. The monofilament fiber was not disconnected from the coupler. Charring could be seen where the fiber became disconnected and the plastic outer covering had been melted. Damage noted during the review is consistent with damage caused by firing the laser while the monofilament fiber is damaged. If the fiber becomes bent or damaged and the laser is pulsed extreme heat is produced resulting in charring of the fiber which can eventually burn through the monofilament fiber. The manufacturing records for the lot number was reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The IFU states "if breaks or fractures appear in the optical fiber, immediately discontinue use and replace with a new handpiece." All units from the lot were constructed from approved components and met all specifications; there is no indication that an error or deficiency occurred at cryolife. The IFU contains adequate instructions and warnings for proper operation of the device.

Event description:
Surgeon completed 19 channels on the patient and then continued to conduct a CABG. Later in the case the surgeon decided to add more channels and it was discovered that the handpiece was not functional and the cable had separated at the coupler. The staff had to open another handpiece to complete the procedure. There was no delay in te surgery and the patient had no impact.